Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 306 mg/dl. The customer has changed the sets. The customer was advised that the insulin will need to be replaced. The customer was advised to speak to healthcare provider regarding replacement and high blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring and a cracked case at the reservoir tube window corners.